Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to reporter during a laparoscopic gastic bypass procedure, the device dropped the needle half-way through the stitch being used to oversew the gastrojejunostomy anastomosis. Another reload was opened and loaded onto the same handle to complete the procedure. The dropped needle was recovered. Current patient status is not injured. The device will not be returned. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.